Event description:
The customer observed axsym troponin-I adv low control imprecision with some values out of range high. There is no report of incorrect patient results.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.